Event description:
During an in clinic follow-up, noise was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. A visual inspection of the lead revealed external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.